Manufacturer narrative:
Returned product analysis revealed a fracture of the wire tip apparently due to tensile forces placed on the device.

Event description:
It was reported that during a ptca procedure the wire separated in the pt. The pt did not go to surgery. The pt status is listed as "ok".